Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a bilateral stryker hip replacement on (B)(6) 2018 with trident product. In (B)(6) 2018, patient noticed instability in right hip. Patient was revised in (B)(6) 2019 due to broken poly liner. Patient mentioned "metal on metal" and alleges high levels of chromium and cobalt.

Event description:
Patient had a bilateral stryker hip replacement on (B)(6) 2018 with trident product. In (B)(6) 2018, patient noticed instability in right hip. Patient was revised in august 2019 due to broken poly liner. Patient mentioned "metal on metal" and alleges high levels of chromium and cobalt.

Manufacturer narrative:
This report is being closed as a duplicate of FDA ref 0002249697-2022-00986.